Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
Patient presented with groin pain, approximately 6 years after hip implanted. Scans showed pseudotumor. Revision of right hip, possible pseudo tumor, trunnion showed signs of possible corrosion. Pseudotumor excised and femoral head changed. Surgeon chose to remove cocr femoral head and replace with ceramic without a sleeve. Surgeon is aware that not using a sleeve is off label.

Manufacturer narrative:
An event regarding pseudotumor and corrosion involving an accolade plus tmzf hip stem #2 was reported. The event was not confirmed. Device evaluation not performed as no device was returned. A review of the provided medical records by a clinical consultant indicated no certain root cause of failure can be established for this case due to lack of proper information. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
Patient presented with groin pain, approximately 6 years after hip implanted. Scans showed pseudotumor. Revision of right hip, possible pseudo tumor, trunnion showed signs of possible corrosion. Pseudotumor excised and femoral head changed. Surgeon chose to remove cocr femoral head and replace with ceramic without a sleeve. Surgeon is aware that not using a sleeve is off label.